Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having lung cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged having lung cancer. This notification was reviewed by the pms clinical expert due to patient reporting of lung cancer. The reported event is assessed as non-serious injury but not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.